Event description:
It was reported the patient¿s implantable neurostimulator (ins) was revised in (B)(6) 2003. Invasive intervention was taken as a result of the event and there was no patient injury or death. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's system was revised in (B)(6) 2003 due to a system infection. Following the revision the patient was doing well.

Manufacturer narrative:
The manufacturing site ID has been updated to 6000032.

Manufacturer narrative:
(B)(4).